Manufacturer narrative:
Patient ID: (B)(6). Date of event is unknown. Additional product codes: hwc, ktt. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient had an original open reduction internal fixation (orif) of a periprosthetic fracture of total hip stem on (B)(6) 2018. A long broad curved plate was used with cables to fix the fracture. Patient later suffered a new fracture distal to the plate and the surgeon revised the original plate by removing it and replacing it with a 4.5 va-lcp curved condylar plate and cables on (B)(6) 2018. The original construct did not fail. It was removed to revise to a new plate. There was no surgical delay. The procedure was completed successfully. Patient disposition is unknown. This report is for a 4.5mm curved broad lcp® plate 12 holes/229mm. This is report 1 of 10 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A device history record review was performed for the subject device: part no.: 226.622, lot no.: 9590600, manufacturing location: haegendorf, release to warehouse date: 06.aug.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.